Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was performed using a 24 millimeter (mm) n on-medtronic balloon. It was noted that after the infold was observed on the valve, the valve was recaptured and withdrawn from the patient. When the valve was withdrawn, the valve was examined, and it was deemed undamaged. It was decided to reload the same valve into the same delivery catheter system (dcs). Two implantation attempts were performed, both requiring recapture due to high positioning. On the third deployment attempt, the valve was implanted in satisfactory positioning. There was evidence of an aortic dissection between the second and third positioning attempts. Per the physician, aortic valve calcification contributed to the infold, and annular angulation of 68 degrees contributed to the partial dislodgements. The deployment starting point was at the bottom of the pigtail catheter, and the direction of dislodgement was aortic. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 3 millimeters (mm), and the implant depth on the left coronary cusp (lcc) was 0 mm. It was noted that when the valve touched the lcc, the valve dislodged upward. After valve dislodgement, the implant depth was 2 mm on the ncc and 0 mm on the lcc. Per the physician, the cause of the dissection was due to the inflow portion of the valve. The inflow scraped the aortic wall during the dislodgement. Additional causes of the dissection were reportedly due to a horizontal aorta, patient agitation, and loss of pacing. Treatment for the dissection was not performed; however, the patient was monitored in the intensive care unit (ICU). A non-medtronic guidewire was used during the procedure.

Manufacturer narrative:
Updated data: b1, b2, b5, d4, d10, h1, h4, h6. Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34; product lot/serial number: unknown; product type: heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure with the evolut fx system, the valve was recaptured due to malpositioning, and upon repositioning in the orthotopic site, fluoroscopic imaging revealed severe frame infolding and inadequate expansion. The system was subsequently withdrawn and a new evolut fx system was prepared. The second valve was ultimately implanted in the correct orthotopic position after two recaptures due to partial dislodge. Afterward, the delivery catheter system was withdrawn without complications. However, following the procedure, a computed tomography scan identified an aortic dissection, which resulted in a prolonged hospital stay.